Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There was no e103 error code found during the device evaluation. However, the socket was found broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported his olympus evis exera iii xenon light source was presenting an e103 error code during a diagnostic procedure. According to the initial reporter, the device was inspected prior to use with no abnormalities noted. Reportedly, the procedure was completed using another device without any delays or harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Its likely that e103 error (main lamp light failure may have occurred in some parts of the ignitor. The cause of the phenomenon could not be identified since it was not reproduced. Olympus will continue to monitor field performance for this device.